Manufacturer narrative:
Although requested, the AED associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on and they were unable to download electronic data even with using with new battery. They reported that this did not occur during patient use.